Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in stretched position. Visual inspection found dried blood around the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Additionally, laboratory analysis was unable to conclusively determine the root cause of the helix extension/retraction problems during the attempted reposition.

Event description:
Boston scientific received information that four days post implant, this right atrial (ra) lead was attempted to be repositioned due to product dislodgement. During the attempted revision, the helix failed to operate as expected and the lead was unable to be resecurred. The lead was then removed from the patient and visually inspected, at which time entwined tissue was observed. The tissue was removed and the lead further tested. The leads rotation operation was questionable and as such, the physician elected to implant a new ra lead. The explanted lead was returned for analysis and no resulting adverse patient effects were reported.